Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported about 20 tampons were difficult to remove and had fibers coming off of the tip prior to use. She was concerned about tampon fibers being left inside. She experienced abdominal cramps and sharp pain that lasted an hour after tampon removal.